Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per the reported event, it appears that the symptom was caused by an issue with the ethernet cable, which is a non-medtronic part. The software functioned as designed.

Manufacturer narrative:
Patient information was not made available from the site. On 09/21/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a spine procedure, they experienced issues connecting their imaging system to their navigation system. The site re-booted both systems and tried a different rj45 cable. After testing connection between their navigation system and their imaging system every worked normally. The surgeon opted to discontinue the use of navigation to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.